Manufacturer narrative:
Concomitant product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015 information was received from a representative and a healthcare provider (hcp) regarding a patient receiving intrathecal medication via an implanted pump system. The patient's pump and catheter were explanted due to a possible infection. Cultures were sent, and the patient was implanted with a new pump and catheter. Additional information was requested to determine what drug the pump contained at the time of the event, and if the system explant resolved the infection.